Manufacturer narrative:
(B)(4). The actual sample was received without pouch. A photo and video were also provided for review. Visual inspection revealed a pinhole on the sheeting of the welded cassette. Pressure testing was performed and found a leak at pinhole location. The reported issue was verified. The cause of the pinhole was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag inflated like a balloon during peritoneal dialysis therapy. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event.a small hole was found in the homechoice cassette. No additional information is available.